Manufacturer narrative:
Concomitant medical products: - 28mm +5 femoral head (cn: 100-28-05, sn: (B)(4). The clinical evaluation noted that based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Event description:
Initial left total hip arthroplasty, male patient, (B)(6) 2005. This patient had a revision surgery (B)(6) 2017. Reason for the revision was not reported. No additional information could be ascertain at this time.